Event description:
The customer reported that there was a crack on the insulin pump's screen and it's partially unreadable. The customer was biking, fell and landed on the device. The last blood glucose reading was 64 mg/dl, and he treated with orange juice, then ate lunch. Advised the caller to discontinue the use of the device and revert to back up plan.

Manufacturer narrative:
The insulin pump had cracked and bleeding display glass. The insulin pump was received with cracked battery tube threads and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device has been returned, but not yet evaluated. No conclusions can be drawn at this time. Further information will follow once the analysis has been completed. (B)(4).